Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted. The patient's concurrent conditions included menorrhagia and uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure (ess205). The reporter commented: trailing coils: right-6 , left- 1 coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted. The patient's concurrent conditions included menorrhagia and uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure (ess205). The reporter commented: trailing coils: right-6 , left- 1 coil. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-dec-2020: medical record received. Event medical device removal was updated to abdominal pain. Essure model number was updated from ess305 to ess205. Reporters information, dob, essure insertion and removal dates, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) should both be on removal list now') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.